Event description:
My dentist drilled through an amalgam filling without any protection -dental dam or alternative air source- after which my face turned bright red and I felt ill. About a week later, I found that I have most of the symptoms of mercury toxicity. I am now barely functional and am looking for a doctor to undergo chelation therapy. Dose or amount: vapor - don't know how much, frequency: 1, route: nasal. Dates of use: 2009. Event abated after use stopped: no.